Manufacturer narrative:
Additional manufacturer narrative: cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
The following information was reported to gore: on (B)(6) 2020 a patient underwent treatment of a stenosed and occluded bare metal stent of unknown type in the superior mesenteric artery which was relined with a gore® viabahn® vbx balloon expandable endoprosthesis. On (B)(6) 2020 the patient underwent thrombolysis and angioplasty for an occlusion in the vbx. On (B)(6) 2020 the patient had an additional unknown stent implanted. The physician commented that the patient was compliant with dual anti platelets post implantation of vbx in march 2020.

Manufacturer narrative:
H6. Results code 1: 213: a review of the manufacturing records for the device verified the lot met all pre-release specifications.